Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 gem 20dp ckv 3ss dehp free experienced defective/damaged tubing. The following information was provided by the initial reporter: material #: 2426-0007, batch/ lot #: 20109004. We are having some issues with tubing pieces being broken around the chamber.